Manufacturer narrative:
Reference record (B)(4). Additional information: abbvie is not the manufacturer of the device and has no reporting responsibilities as a distributor, importer, or sponsor in this country. Manufacturer was unknown. If any further relevant information is identified or obtained, a supplemental medwatch will be filed. Refer to MDR 3010757606-2018-00653 for the events of fatal pneumonia.

Event description:
Additional information received on 09 oct 2018: the patient's husband clarified that on (B)(6) 2018 the patient underwent placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube with non-abbvie branded tubing. On an unknown date, the patient sought care through the emergency room (ER) due to stoma site redness and drainage. The patient received unknown intravenous antibiotics for a potential stoma site infection and was discharged home the same day. The next day, the patient returned to the ER and was seen by a different physician since she continued to experience drainage and redness around the stoma site. The patient was informed that there was no infection and the non-abbvie branded jejunal tube was dislodged. The husband reported that the non-abbvie branded peg / j-tubes were replaced with an entire new tubing system (unknown manufacturer or lot numbers). The husband reported that when the new tubing was placed, the patient was diagnosed with an unknown type of pneumonia and remained hospitalized for a few days. On an unknown date, the patient was discharged to hospice care on oxygen. On (B)(6) 2018, the patient passed away. An autopsy was not performed and the husband reported that he believed the cause of death was respiratory failure. Both the non-abbvie branded tubing and new tubing samples were not available.

Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in the USA underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In 2018, the patient experienced stoma site redness and a stoma site infection. The patient was seen in the emergency room and was treated with unspecified antibiotics.